Event description:
Procedure type: lap hernia repair. According to the reporter: dissecting balloon broke at approx after 10-12 squeezes of the insufflation bulb. Doctor removed the burst dissecting balloon and inserted another. The broken balloon was completely removed and no pieces fell into the cavity. Neither the incision nor the or time were extended, pt's status is fine.